Event description:
Additional information was provided that this patient had their device replaced and brought the device home after the procedure. The remote monitoring system attempted to interrogate the explanted device causing erroneous lead measurements and alerts. No adverse patient effects were reported.

Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead exhibited high out of range shock impedances and right ventricular (rv) pacing impedances. The patient's clinic was made aware of this. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.